Manufacturer narrative:
Evaluation and assessment of this case had to be done on the base of the initial written description since the user facility did not involve the local dräger s&s organization into examination and repair of the device and did not provide further information upon request. A reboot is the specified device response to overcome a deviation in the processing of sw routines which cannot removed by other means. The device powers-off briefly and back on, posts an alarm to alert the user about the reboot and opens the pneumatic system to ambient to allow spontaneous breathing. As confirmed for the particular case, ventilation will be resumed with previous settings afterwards; the typical duration of a reboot sequence is 12 seconds. The triggering conditions for a reboot can be multiple, including malfunction, lack of maintenance and use error - a differentiation is not possible due to missing information such as log file or inspection results. Finally, it can be concluded that the deviation was of temporary nature only and that the device responded as designed by rebooting and alarming. Status of preventive maintenance is unknown to dräger and - since no s/n information was transmitted - the age of the device is not known as well. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation

Event description:
It was reported that the device performed a reboot during a running ventilation episode. As per report, the patient experienced a minor and temporary desaturation; the spo2 however returned to normal level quickly since the device resumed ventilation after the reboot. The device remained in use; no patient consequences were reportedly resulting from the event.